Event description:
Boston scientific received information that this right atrial lead dislodged following implant. The lead was found to be dislodged during a post operative check. As a result a revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.